Event description:
It was reported that (1) device was used during a trans hiatal esophagectomy. It was reported by the rep that when the surgeon tried to fire the tlc55 instrument, the firing button was locked out. Another instrument was used to complete the case. There was no consequence to the pt.